Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed leakage test, had sticky triggers, and the yellow marking was missing. It was further determined that the device failed pretest for check the attachment coupling, check proper function of triggers, and check falling out protection (steal ring). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the handpiece device had sticky triggers, and the yellow marking was missing. It was further determined that the device failed pretest for leakage test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.